Manufacturer narrative:
Investigation is not completed. Although several attempts have been made, no medwatch 3500a has been received from the user facility. Trends will be evaluated. Event device code is addressed in the package insert. This report will be amended when the investigation is completed.

Event description:
Allegedly heard hip crack and immediately went to crutches. At surgery, head found to have fractured.